Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. Date of issue is an approximation. The patient stated they were sleeping at home and experienced a hypoglycemic event. The patient¿s wire heard the patient trying to breath and assisted the patient. The patient¿s wife called the ambulance and at the time of event it was indicated that the patient¿s blood sugar was 20 mg/dl but the cgm was reading 120 mg/dl. The patient did not wish to provide further information. At the time of contact, the patient was doing well. Additional event or patient information is not available. Data was not received for evaluation. The reported event of inaccurate cgm values could not be determined. A root cause could not be determined.